Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 450 mg/dl at the time of incident and the current blood glucose of the patient is 341 mg/dl. Customer performed ketone test and result was positive. Customer treated with insulin pump. Customer states that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Troubleshooting was performed. The product will not be returned for analysis.